Manufacturer narrative:
(B)(4). Batch # m52t18. Additional information requested but unavailable: can you please clarify what portion of the device was broken off? Did the firing trigger break off? Or was another portion of the device broken off? If yes, please provide further detail. The analysis results found that the ats45 device was received with the firing and clamping mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the yoke teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a pneumonectomy procedure, the stapler locked during use in surgery and it got broke. No parts fell into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.